Event description:
It was reported that when the t handle was pulled to connect to a probe shaft in order to remove the shaft from the patient, the t handle broke up. There were no remaining broken fragments in the patient. The surgery was completed with another t handle. There are no adverse consequences to the patient.

Manufacturer narrative:
The customer reported event of was confirmed via visual inspection. The t handle was returned completely disassembled. The spring, locking clip, 2 ball bearings and locking collar were disengaged from the t handle shaft. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The t handle was manufactured in 2008, making it over 10 years old at the time of the event. CAPA was opened to address handle disassembly issue. The only way to disassemble the handle is to disengage the locking c-ring from its groove leading to the product disassembly. Cleaning may have play a role on the clip disassembly from its designed groove. A design change was done to reduce incidence of this. Result: the most likely root cause is the locking clip disengaged from the locking collar, causing the handle to disengage in multiple pieces. As the device was over 10 years old, the ring may have worn out causing it to disengage.

Event description:
It was reported that when the t handle was pulled to connect to a probe shaft in order to remove the shaft from the patient, the t handle broke up. There were no remaining broken fragments in the patient. The surgery was completed with another t handle. There are no adverse consequences to the patient.